Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery: approx 6 years ago -the reason for the revision surgery was because the patient had been notching which had caused the glenosphere implants to disengage from the bone. In the process, one of the locking screws was broken. Upon exposure to the joint, it was clear that the patient also has an infection. The stem was left in as it was sound, but the implants below were removed. This also included 4 screws, not sure exactly what was used. 2x locking and 2x non-locking screws were used. The site was thoroughly washed, and then a cta head was implanted to perform a hemi-arthroplasty.